Event description:
It was reported that the epicardial leads were found to have high thresholds. Both leads were capped. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received.